Event description:
It was reported that the programmer touchscreen froze during a threshold test. The patient was not pacemaker dependent and no adverse effects were reported. The physician noted the programmer will be replaced.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the programmer touchscreen froze during a threshold test. The patient was not pacemaker dependent and no adverse effects were reported. The physician noted the programmer will be replaced. Additional information was received that this issue occurred again during another threshold test. The physician was again encouraged to return the programmer.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The device has not been returned for product analysis to date. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device identified no abnormalities. It was powered on and an error code showed on the screen, which was not reported from the field. It was determined the code indicated the software update was not downloaded and installed by the programmer properly. The software was reloaded to correct this issue. This error code was determined to not be related to the field allegation regarding the touchscreen. Further analysis confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. The programmer was disassembled, and it was determined that the cause of the touchscreen becoming unresponsive during use was due to the water detection feature within the programmer's lcd touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that the programmer touchscreen froze during a threshold test. The patient was not pacemaker dependent and no adverse effects were reported. The physician noted the programmer will be replaced. Additional information was received that this issue occurred again during another threshold test. The physician was again encouraged to return the programmer.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The device has not been returned for product analysis to date. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Event description:
It was reported that the programmer touchscreen froze during a threshold test. The patient was not pacemaker dependent and no adverse effects were reported. The physician noted the programmer will be replaced. Additional information was received that this issue occurred again during another threshold test. The physician was again encouraged to return the programmer.